Event description:
Name of procedure: ni. Event description: (B)(6) hospital. "The clip failed to fire during use." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: ni. Event description: [name] hospital. "The clip failed to fire during use." Product is available for return. Additional information was received via email on 07dec2025 from [name}, territory manager: "re-loading the clip action was being performed when the experience occurred. After closing, re-loading was failed. It's unknown how many clips were dispensed in total. It's unknown how many clips experienced the reported event. The issue was initially observed when the first clip was loaded. It's unknown what model/size trocar was used. The clip did not properly seat into the jaws, because there was no clip into the jaw. It's unknown whether any pressure was applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. It's unknown whether the trigger could be actuated as normal. The clip was not loaded into the jaws." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.